Event description:
It was reported to boston scientific corporation that during an anterior pelvic floor repair procedure using an uphold vaginal support system, the blue dilator from the second mesh leg assembly detached "in the middle" as it was being pulled by hemostats through the ligament. The physician reported that " little bunching [occured] but not as much as usual" and that "resistance was felt." Reportedly, no device pieces fell into the patient. The physician removed this device and completed the procedure with another uphold vaginal support system with no complications to the patient, who is reportedly "fine" post-procedure.

Manufacturer narrative:
The complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the relationship between this device and the cause of this event. However, if any further relevant information is identified, a supplemental medwatch will be filed.